Event description:
The customer complained that vitros tdm pv quality control results were lower than expected when using vitros vanc reagent on a vitros 5,1 fs chemistry system. Vitros tdm lot a2956 results: <5.0, <5.0 ug/ml vs expected 19.8 ug/ml, vitros tdm lot e3176 results: 20.4, 20.4, 21.0 ug/ml vs expected 39.9 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of these events. (B)(4).

Manufacturer narrative:
The investigation has determined that vitros tdm pv quality control results were lower than expected when using vitros vanc regent on a vitros 5,1 fs chemistry system. The definitive assignable cause is unknown; however, the issue is isolated to a single reagent pack. An instrument related issue, improper reagent pack handling protocol and improper reagent pack storage conditions cannot be ruled out as contributing factors.